Event description:
New information received stated that the lead was explanted.

Event description:
It was reported that in 2008, the patient received inappropriate therapy due to noise. A new ICD was implanted and defib portion of the lead remained in use. Externalized conductors were observed via fluoroscopy in (B)(6) 2012.

Manufacturer narrative:
External insulation abrasion was found at 34.0-35.6cm from the distal tip. The etfe coating was intact at this location. An external insulation abrasion was also found proximal to the rv shock coil. Internal insulation abrasion was found underneath the svc shock coil. The etfe coating was intact at this location. Internal abrasion was found under the rv shock coil close to the proximal end. The etfe coating was abraded and the rv cable was fractured at this location. Internal abrasion was found underneath the middle part of rv shock coil. The rv and svc conductors were abraded and fractured and the inner coil lumen was abraded. This damage could contribute to the reported noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.